Event description:
It was reported that during handling, prior to insertion, the preloaded monofocal intraocular lens was found to be faulty. The plunger advanced beneath the lens, causing the lens to become lodged in the cartridge. There was no patient impact, as the surgeon identified the issue early and successfully implanted a back-up lens of the same model and diopter to complete the procedure. No clinical consequences were reported, and there was no patient contact with the faulty device. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section e1: initial reporter telephone number: (B)(6). Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.